Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator's display became black and smoky, and the device auto closed. The physician attempted to treat the patient. However, the patient passed on (B)(6) 2015, at on 21:50 (B)(6). Additional information has been requested.

Manufacturer narrative:
Covidien reference number: (B)(4). The customer evaluated and repaired the device. The customer stated that the smoke might be due to a failure of a component on the motherboard and made an instantaneous current too large, then caused the local temperature to become higher and smoke. The customer replaced the graphical user interface (gui) printed circuit board (pcb).